Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the surgeon broke the femoral trial slaphammer threads in the femoral trial. The slaphammer and femoral trial are both unusable now and need to be replaced.

Manufacturer narrative:
An event regarding crack/fracture involving a femoral trial slaphammer was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the surgeon broke the femoral trial slaphammer threads in the femoral trial. The slaphammer and femoral trial are both unusable now and need to be replaced.